Event description:
It was reported that during normal device change out, out of range high voltage lead impedance was observed on the svc coil. The physician decided to program the svc coil off. The lead will be monitored.

Event description:
New information notes that at a subsequent follow-up, high out of range hv lead impedance was observed. Lead was capped and replaced. The patients condition was stable after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.